Manufacturer narrative:
The insulin pump was received with a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to the motor slide tip broken off. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose was 328 mg/dl at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.